Event description:
During the surgical procedure the customer noticed burn marks on the permanent cautery hook instrument tip. The instrument was removed and replaced and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.